Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert was triggered, and the unexpected delivery of a ventricular tachyarrythmia therapy. The analyst noted 28 ventricular short interval counts (sic); with non-sustained ventricular tachycardia (vt) episodes and ventricular fibrillation (vf)detected episodes with lead noise oversensing. There were ventricular fibrillation (vf) detected episodes with inappropriate shocks. The rv lead integrity warning occurred for 2 or more high rate non-sustained tachycardia episodes and sensing integrity counter greater than 30 in 3 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received two inappropriate shocks. It was determined that a patient alert was triggered for the right ventricular (rv) lead due to elevated short interval counts (sic) and high number of non-sustained ventricular tachycardia (vt) episodes resulting in two inappropriate shocks. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).